Event description:
It was reported that there were impedance readings of greater than 4000. It was noted the patient had high impedances on all case pairs and all bi-poles (8 thru 11) were between 6000-8000 ohms. It was noted 9 and 10 were at 6028 ohms. The reporter noted the ins was at 2.94v at the time. It was noted that they were doing a lead revision on the right side due to the high impedances. It was noted the patient had not been getting therapy on the right side either. It was noted that the patient had open circuits on the right side since implant. Estimated longevity calculations for the left side were as follows: c+2-, 3.0, 60us, 130hz, 1092 ohms. Estimated calculations on the right side were as follows: 9+10-, 3.6, 90us, and 690 ohms was estimated because of the open circuits. It was calculated that it was 2.8 years until end of service (eos). It was further reported that the cause of the issue was not determined. It was noted the lead was replaced on (B)(6) 2013 and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead; product ID 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead; product ID 3389s-40, lot# va0cnv2, implanted: (B)(6) 2013, product type: lead; product ID 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. (B)(4).